Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (batch no. 24490dk inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 2005 and (B)(6) 2009 tooth ache, gallbladder operation in june 2011, malaise, fatigue, tremor, sinus infection, kidney disorder, depression and anxiety. Previously administered products included for contraception: mirena iud in 2009; for an unreported indication: valium, motrin, percocet, tylenol and amitriptyline. Concurrent conditions included obesity, itching (allergies: vicodin), muscle weakness, cystitis, cholecystectomy since 2011, smoker and ovarian cyst. Family history included ovarian cancer ((mother)). Concomitant products included oral contraceptive nos from 2013 to 2015 for menstrual cycle management as well as cilest (ortho tri-cyclen). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In december 2013, 2 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In december 2013, the patient experienced menorrhagia ("menorrhagia"). In january 2014, the patient experienced the first episode of migraine ("migraines / headaches"), weight increased ("weight gain") and the second episode of migraine ("migraines / headaches"). In march 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (uti),"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain upper ("stomach aches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menorrhagia, abdominal distension, vaginal haemorrhage and abdominal pain upper had resolved and the dysmenorrhoea, dyspareunia, urinary tract infection, female sexual dysfunction, urinary tract disorder, weight increased, bladder disorder, nausea, fatigue, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: right tubal ostia catheterized: yes-number of coils visible: 4. Left tubal ostia catheterized: yes-number of coils visible: 4. Discripancy noted about mirena removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded (B)(6) 2015:surgical pathology report: diagnosis: uterus: proliferative endometrium and adenomyosis. Cervix: mild chronic cystic endocervicitis. Fallopian tubes: right and left fallopian tubes without diagnostic abnormality. Paratubal cysts, right, both mesonephric and paramesonephric type. Gross description: opening the specimen reveals a silver wire present in the superior portion of the anterior uterine body. The wire measures 1.0 cm in length by 0.5 cm in diameter. The right fallopian tube is tan-purple, tubular and fimbriated and measures 6.8 x 1.0 x 0.5 cm. There is a paratubal cyst, filled with clear fluid that measures 0.4 cm in greatest diameter. The left fallopian tube is tan-purple, tubular and fimbriated and measures 5.7 x 1.0 x 0.6 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (batch no. 24490dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 2005 and (B)(6) 2009)), tooth ache, gallbladder operation in (B)(6) 2011, malaise, fatigue, tremor, sinus infection, kidney disorder, depression and anxiety. Previously administered products included for contraception: mirena iud in 2009; for an unreported indication: valium, motrin, percocet, tylenol and amitriptyline. Concurrent conditions included obesity, itching (allergies: vicodin), muscle weakness, cystitis, cholecystectomy since 2011, smoker and ovarian cyst. Family history included ovarian cancer ((mother)). Concomitant products included oral contraceptive nos from 2013 to 2015 for menstrual cycle management as well as cilest (ortho tri-cyclen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2013, 2 years 2 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), weight increased ("weight gain") and headache ("migraines / headaches"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (uti),"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain upper ("stomach aches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, migraine and abdominal pain upper had resolved and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, urinary tract infection, female sexual dysfunction, urinary tract disorder, weight increased, bladder disorder, nausea, fatigue, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tubal ostia catheterized: yes-number of coils visible: 4 left tubal ostia catheterized: yes-number of coils visible: 4 discrepancy noted about mirena removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded (B)(6) 2015:surgical pathology report: diagnosis: uterus: proliferative endometrium and adenomyosis. Cervix: mild chronic cystic endocervicitis. Fallopian tubes: right and left fallopian tubes without diagnostic abnormality. Paratubal cysts, right, both mesonephric and paramesonephric type. Gross description: opening the specimen reveals a silver wire present in the superior portion of the anterior uterine body. The wire measures 1.0 cm in length by 0.5 cm in diameter. The right fallopian tube is tan-purple, tubular and fimbriated and measures 6.8 x 1.0 x 0.5 cm. There is a paratubal cyst, filled with clear fluid that measures 0.4 cm in greatest diameter. The left fallopian tube is tan-purple, tubular and fimbriated and measures 5.7 x 1.0 x 0.6 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received: events were added: psychological or psychiatric problems condition: depression, mental anguish,abdominal pain. Historical drugs and concomitant drug added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 24490dk not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in (B)(6) 2011, gravida ii, parity 2 (((B)(6) 2005 and (B)(6) 2009)), tooth ache, malaise, fatigue, tremor, sinus infection, kidney disorder, depression and anxiety. Previously administered products included for contraception: mirena iud; for an unreported indication: valium, motrin, percocet, tylenol and amitriptyline. Concurrent conditions included cholecystectomy since 2011, obesity, itching (allergies: vicodin), muscle weakness, cystitis, smoker and ovarian cyst. Family history included ovarian cancer ((mother)). Concomitant products included oral contraceptive nos from 2013 to 2015 for menstrual cycle management as well as ethinylestradiol;norgestimate (ortho tri-cyclen). In 2013, the patient experienced genital haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"), 2 years 2 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced the first episode of migraine ("migraines / headaches") and the second episode of migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (uti),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal distension ("bloating"), abdominal pain upper ("stomach aches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, uterine haemorrhage, menorrhagia, abdominal distension, vaginal haemorrhage, abdominal pain upper, urinary tract infection, urinary tract disorder, bladder disorder and hypersensitivity had resolved and the dysmenorrhoea, dyspareunia, female sexual dysfunction, weight increased, nausea, fatigue, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: right tubal ostia catheterized: yes-number of coils visible: 4 left tubal ostia catheterized: yes-number of coils visible: 4 discripancy noted about mirena removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. (B)(6) 2015:surgical pathology report: diagnosis: uterus: proliferative endometrium and adenomyosis. Cervix: mild chronic cystic endocervicitis. Fallopian tubes: right and left fallopian tubes without diagnostic abnormality. Paratubal cysts, right, both mesonephric and paramesonephric type. Gross description: opening the specimen reveals a silver wire present in the superior portion of the anterior uterine body. The wire measures 1.0 cm in length by 0.5 cm in diameter. The right fallopian tube is tan-purple, tubular and fimbriated and measures 6.8 x 1.0 x 0.5 cm. There is a paratubal cyst, filled with clear fluid that measures 0.4 cm in greatest diameter. The left fallopian tube is tan-purple, tubular and fimbriated and measures 5.7 x 1.0 x 0.6 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 24490dk not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in (B)(6) 2011, gravida ii, parity 2 (((B)(6) 2005 and (B)(6) 2009)), tooth ache, malaise, fatigue, tremor, sinus infection, kidney disorder, depression and anxiety. Previously administered products included for contraception: mirena iud; for an unreported indication: valium, motrin, percocet, tylenol and amitriptyline. Concurrent conditions included cholecystectomy since 2011, obesity, itching (allergies: vicodin), muscle weakness, cystitis, smoker, ovarian cyst, painful urination and frequency urinary. Family history included ovarian cancer ((mother)). Concomitant products included oral contraceptive nos from 2013 to 2015 for menstrual cycle management as well as ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)"), nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"), 2 years 2 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced the first episode of migraine ("migraines / headaches") and the second episode of migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (uti),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal distension ("bloating"), abdominal pain upper ("stomach aches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, uterine haemorrhage, menorrhagia, abdominal distension, vaginal haemorrhage, abdominal pain upper, urinary tract infection, urinary tract disorder, bladder disorder and hypersensitivity had resolved and the dysmenorrhoea, dyspareunia, female sexual dysfunction, weight increased, nausea, fatigue, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: right tubal ostia catheterized: yes-number of coils visible: 4. Left tubal ostia catheterized: yes-number of coils visible: 4. Discripancy noted about mirena removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. (B)(6) 2015:surgical pathology report: diagnosis: uterus: proliferative endometrium and adenomyosis. Cervix: mild chronic cystic endocervicitis. Fallopian tubes: right and left fallopian tubes without diagnostic abnormality. Paratubal cysts, right, both mesonephric and paramesonephric type. Gross description: opening the specimen reveals a silver wire present in the superior portion of the anterior uterine body. The wire measures 1.0 cm in length by 0.5 cm in diameter. The right fallopian tube is tan-purple, tubular and fimbriated and measures 6.8 x 1.0 x 0.5 cm. There is a paratubal cyst, filled with clear fluid that measures 0.4 cm in greatest diameter. The left fallopian tube is tan-purple, tubular and fimbriated and measures 5.7 x 1.0 x 0.6 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2021: medical record received. Reporters information and medical history were added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. 24490dk) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2005 and (B)(6) 2009)), tooth ache, gallbladder operation in (B)(6) 2011, malaise, fatigue, tremor, sinus infection, kidney disorder, depression and anxiety. Previously administered products included for contraception: mirena iud in 2009; for an unreported indication: tylenol. Concurrent conditions included obesity, itching (allergies: vicodin), muscle weakness, cystitis, cholecystectomy since 2011, smoker and ovarian cyst. Family history included ovarian cancer ((mother)). Concomitant products included oral contraceptive nos from 2013 to 2015 for menstrual cycle management. In 2013, 2 years 2 months after insertion and 1 day after removal of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). In 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and urinary tract infection ("infection (bladder/urinary tract/vaginal) (uti),"). In 2014, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain upper ("stomach aches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes, migraines") and bladder disorder ("bladder or urinary problems or changes, migraines"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, headache, urinary tract infection, female sexual dysfunction, urinary tract disorder, weight increased, bladder disorder, nausea and fatigue outcome was unknown and the abdominal distension, abdominal pain upper and migraine had resolved. The reporter considered abdominal distension, abdominal pain upper, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tubal ostia catheterized: yes-number of coils visible: 4. Left tubal ostia catheterized: yes-number of coils visible: 4. Discripancy noted about mirena removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded (B)(6) 2015:surgical pathology report: diagnosis: uterus: proliferative endometrium and adenomyosis. Cervix: mild chronic cystic endocervicitis. Fallopian tubes: right and left fallopian tubes without diagnostic abnormality. Paratubal cysts, right, both mesonephric and paramesonephric type. Gross description: opening the specimen reveals a silver wire present in the superior portion of the anterior uterine body. The wire measures 1.0 cm in length by 0.5 cm in diameter. The right fallopian tube is tan-purple, tubular and fimbriated and measures 6.8 x 1.0 x 0.5 cm. There is a paratubal cyst, filled with clear fluid that measures 0.4 cm in greatest diameter. The left fallopian tube is tan-purple, tubular and fimbriated and measures 5.7 x 1.0 x 0.6 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet & medical record received. Events abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) (uti), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue and weight gain, abnormal uterine bleeding are added. Lot number & lab data updated. Concomitant condition and drug are added. Historical condition and drug are added. Product , patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 24490dk not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder operation in (B)(6) 2011, gravida ii, parity 2 (((B)(6) 2005 and (B)(6) 2009)), tooth ache, malaise, fatigue, tremor, sinus infection, kidney disorder, depression and anxiety. Previously administered products included for contraception: mirena iud; for an unreported indication: valium, motrin, percocet, tylenol and amitriptyline. Concurrent conditions included cholecystectomy since 2011, obesity, itching (allergies: vicodin), muscle weakness, cystitis, smoker and ovarian cyst. Family history included ovarian cancer ((mother)). Concomitant products included oral contraceptive nos from 2013 to 2015 for menstrual cycle management as well as ethinylestradiol;norgestimate (ortho tri-cyclen). In 2013, the patient experienced genital haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"), 2 years 2 months after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal genital bleeding (vaginal menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2014, the patient experienced the first episode of migraine ("migraines / headaches") and the second episode of migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (uti),"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal distension ("bloating"), abdominal pain upper ("stomach aches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device dislocation, genital haemorrhage, uterine haemorrhage, menorrhagia, abdominal distension, vaginal haemorrhage, abdominal pain upper, urinary tract infection, urinary tract disorder, bladder disorder and hypersensitivity had resolved and the dysmenorrhoea, dyspareunia, female sexual dysfunction, weight increased, nausea, fatigue, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hypersensitivity, menorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: right tubal ostia catheterized: yes-number of coils visible: 4. Left tubal ostia catheterized: yes-number of coils visible: 4. Discripancy noted about mirena removal date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: essure device was successfully occluded. (B)(6) 2015:surgical pathology report: diagnosis: uterus: proliferative endometrium and adenomyosis. Cervix: mild chronic cystic endocervicitis. Fallopian tubes: right and left fallopian tubes without diagnostic abnormality. Paratubal cysts, right, both mesonephric and paramesonephric type. Gross description: opening the specimen reveals a silver wire present in the superior portion of the anterior uterine body. The wire measures 1.0 cm in length by 0.5 cm in diameter. The right fallopian tube is tan-purple, tubular and fimbriated and measures 6.8 x 1.0 x 0.5 cm. There is a paratubal cyst, filled with clear fluid that measures 0.4 cm in greatest diameter. The left fallopian tube is tan-purple, tubular and fimbriated and measures 5.7 x 1.0 x 0.6 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. New events: vaginal infection, vaginal discharge, migration, allergic reactions were added. Outcome for events were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.